Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a follow-up in clinic, there was noise resulting in oversensing noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and there were externalized conductors noted. The device was reprogrammed to resolve the event and no further intervention has been taken at this time. The patient was stable with no consequences.

Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event. The patient was stable following the procedure.